Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated when the investigation is complete.

Event description:
It was reported that during an unk procedure the device began to get hot. Another device was retrieved to complete the procedure. There were no adverse consequences related to this event.